Event description:
It was reported that during an unknown procedure the staples malformed after firing. The surgeon changed hand sewing to complete the procedure. As the patient had "hepatics", sample had been discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.